Manufacturer narrative:
(B)(4). Concomitant medical products - continuum shell with cluster holes # item 00875704801 lot 63835338. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03485. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw part of this straight cup inserter was fractured when the surgeon tried to implant the cup. The cup was damaged during this process. It had to be removed and the surgery was complated with another cup. All fractured pieces were retreived from the wound site. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection determined that the tip had fractured off. Marks on the strike plate consistent with a potential field age. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.